Event description:
(B)(4). Ever since I had my c section I experienced a different kind of pain that did not go away. I have had hair loss, weight gain, back pain, heavy periods...I am miserable. Having them removed (B)(6) 2017 which pisses me off because now I have to pay for it too. I would have never had the procedure if I had known the clips would be used or the side effects!